Manufacturer narrative:
Additional information was received that there was no leak and that the unit continued to ventilate. This was not a reportable malfunction. Additional information was received that there was no leak and that the unit continued to ventilate. This was not a reportable malfunction.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The screws on the breathing engine were tightened to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a leak in excess of 4.5lpm. There was no report of patient involvement.